Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive. His blood glucose was unknown at the time of reporting. The call was disconnected and unable to be reestablished to confirm replacement arrangements. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.